Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range pacing impedance measurements which triggered a lead safety switch to unipolar mode. The patient experienced a syncope episode and was brought to an in-office check. High pacing threshold, loss of capture, oversensing, and pacing inhibition of less than 6 seconds were noted. Which was caused by a lead fracture and the lead was found to be dislodged. A revision procedure was performed and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.